Manufacturer narrative:
The insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm and power loss alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with scratched case, minor scratched lcd window, cracked battery tube threads and cracked case along the side of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was not resolved. The insulin pump will not be returned for analysis.